Event description:
It was reported that the user experienced hyperglycemia at 227 mg/dl while using the ilet, with insulin reported as delivered but glucose remaining elevated; troubleshooting identified that infusion supplies were not properly connected, and the user had paused the pump and injected insulin outside the system before reconnection guidance was provided. Customer care provided support that included a review of blood glucose reports, and verification of supply setup remotely. Investigation of this case revealed an infusion setup/connectivity issue that likely impaired insulin delivery until corrected, as well as a discrepancy between sensor and fingerstick readings. No clinical symptoms associated with high glucose outcomes included remote coaching, a full supply change without medical intervention. It was concluded that hyperglycemia occurred due to improperly connected supplies, with subsequent safe reconnection planned after glucose normalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.